Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and isolated the leak to the cart. The stm disassembled and re-seated all connections in the cart and found the connection at the helium regulator to be audibly leaking intermittently. The stm disassembled and re-seated the connection at the helium regulator then let the iabp unit sit overnight with helium pressure applied. It was noted that no parts were used in the repair of this iabp unit; however, two helium tanks were required for the troubleshooting process. The stm confirmed with the customer¿s biomedical technician that the iabp unit did not leak. Subsequently, the stm returned at a later date to confirm the helium leak was repaired. In addition, the stm performed and completed preventative maintenance (pm) and all safety, functionality, and calibration checks passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.